Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) the surgeon alleged the navigation system was 1 centimeter inaccurate in the sphenoid. The medtronic representative stated the surgeon used point merge registration but the sphere of accuracy did not contain the sphenoid. The surgeon chose to continue noting the inaccuracy and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A software investigation was completed and determined the registration technique was not optimal for a successful registration. Software is functioning as designed. A medtronic representative, following up with the site, educated the surgeon on more optimal registration techniques. On (B)(6) 2015, a medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported issue. A medtronic representative reported the system has been used successfully since this event.